Manufacturer narrative:
The returned device was evaluated. During evaluation the device would power off when agitated or moved due to a loose connection on the ui board. The cable was reconnected and the unit functioned as designed.

Event description:
It was reported that the device has intermittent power issues. Additionally, the device has physical damage. No known impact or consequence to patient.